Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm, model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm, model #: sc-3304-25, serial #: (B)(4), description: d4 splitter 2x4-25 cm. Additional information was received that the patient underwent an explant procedure. It was also reported that the pain was at the ipg site. Device malfunction was suspected and the physician thought that the splitter failed. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain at the entry sites. The patient will undergo an explant procedure.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-3304-25, serial #: (B)(4), description: splitter 2x4-25 cm.

Event description:
A report was received that the patient was experiencing pain at the entry sites. The patient will undergo an explant procedure.